Event description:
The facility representative reported a colleague infusion pump with a failure code 814:04. It is unknown when the event occurred; however, it was identified in the "central supply" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 814:04 was confirmed but not reproduced. The cause of the reported condition was determined to be faulty air-in-line printed circuit board (ail pcb). The ail pcb was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.